Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error (3) alarm on (B)(6) 2021. The unit p-cap / test reservoir locks in place properly. The pump passed self test. However, pump error 3 alarmed during rewind. Successfully downloaded history files and traces using thus tool. Pump error 3 was found in history file due to software error. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. In summary, customer alleged pump error 3 confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated not able to cleared alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.